Event description:
It was reported that after a retroarc was implanted, the patient experienced vulvar itching and irritation and was diagnosed with vulvar candidiasis starting on (B)(6) 2015. The patient was given diflucan on (B)(6) 2015. The event was considered resolved without sequelae on (B)(6) 2015. If additional information is received, a follow up report will be sent. Related to manufacturer report #: 3011770902-2016-00106.